Event description:
Four lead aprons were mfg with contaminated lead. They have not actually been tested but were on list of catalog numbers on recall notice for this problem. Devices have been in use since feb 97.